Event description:
The initial reporter stated they received discrepant results for four patient samples tested with tina-quant hemoglobin a1cdx gen.3 on a cobas c 503 analytical unit. The first sample resulted in hba1c values of 34.300 % and 11.100 %. The second sample resulted in hba1c values of 16.140 % and 13.500 %. The third sample resulted in hba1c values of 10.600 % and 8.830 %. The fourth sample resulted in hba1c values of 15.800 % and 11.500 %.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). Quality controls recovered within range. The field service engineer confirmed that pipettor adjustments were correct. No aspiration alarms were observed. The rinse mechanism dispense was confirmed correct. Customer maintenance was confirmed to be up to date. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue, but a specific root cause could not be determined since several preventive maintenance actions took place at the same time. Medwatch fields d1, d2, d4, g1, and g4 have been updated.